Event description:
It was reported by the patient that one of their leads was replaced due to the lead being bad, not connected, and/or broken, and that they had felt ¿shocks¿ from the pacing lead in the past. They also indicated that the device was repositioned because it was not placed right and was ¿flopping forward like it was coming through the skin¿ when the patient was lying on their side. Follow-up information from the clinic indicates the patient had pacemaker syndrome, and that the right atrial (ra) lead had elevated thresholds and was suspected to be dislodged. The lead was capped and replaced. A pocket revision was performed and the device remains in use. Post implant the patient noted something poking out or knotted that got caught on their clothing, however the physician informed the patient that this was due to the leads being connected to the device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, implanted: (B)(6) 2014. (B)(4).